Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient on impella 5.5 support experienced non-sustained ventricular tachycardia and atrial fibrillation with rapid ventricular response. The patient received a unit of blood and hemodialysis was initiated to remove fluid. A few days later it was noted that the patient was going in and out of atrial fibrillation with rapid ventricular response again. Rhythm was tried to be controlled prior to removing the impella.